Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in the emergency department with their device at the elective replacement indicator. Upon interrogation, it was revealed that the device had entered backup vvi and a battery performance alert. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Mandatory medwatch form (B)(4) received.

Manufacturer narrative:
Additional information: the reported event of reset and bpa was confirmed and was due to premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.